Manufacturer narrative:
Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. The drive support disk was inspected and no anomaly noted. Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test.

Event description:
Customer reported via phone call of possibly not receiving any insulin during basal. Customer's blood glucose was 360 mg/dl. Customer treated blood glucose with manual injection. Customer had symptoms of shortness of breath and nausea. During troubleshooting, it was found that drive support cap was flushed. Customer states that insulin pump had a been dropped a few times in the past. Customer was advised that insulin pump would need to be replaced.